Event description:
Every time I put the pump on, I would get a big rash and a bump swelling where the injection was. I had to change it almost every day in different spots because I would have red marks all over me and swell up it hurt when my insulin was going in from the pump into my body.